Event description:
The clinician encountered difficulties removing the lead from the device header. Based on the information, the event was classified as a non reportable event. However, follow-up correspondence has indicated the lead was explanted due to high thresholds and therefore this event was reclassified as being reportable within the scope of vigilance.